Event description:
Pt reports pump alarmed and screen was black unable to troubleshoot. Attempted to replace batteries and pump would not turn on. Dose or amount: 0.042ml/hr, frequency: continuous, route: sq. Dates of use: (B)(6) 2014 to continuing. Diagnosis or reason for use: pah.